Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic video-assisted thoracoscopic surgery, while using the 11 different reloads to cut tis sue, the products did not fire. The surgeon was able to press the green button but could not squeeze the handle. Another device was used to complete the case. There was no patient injury.